Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the failure. To remediate the issue , the fse recalibrated the helium transducer. Once repaired, the unit passed all functional and safety tests as per manufacturer's specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not showing helium icon on the screen. There was no patient involvement.